Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The customer's report was not observed during evaluation. The device was recertified and returned to the customer. Review of the device logs did confirm the device had a singular reset during the event. Review of the reset entry indicated the device recognized some interference, most likely from an outside source. When the device recognizes an undesired condition, it will perform a soft reset by design to establish nowmal conditions. If the recovery is successful the device recovered as expected and there are no faults for the remainder of the event. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to pace a (B)(6) male patient, the device inappropriately shut down and restarted itself. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.